Manufacturer narrative:
Siemens healthcare diagnostic inc. Analyzed the bcs xp system and sysmex ca-1500 system data logs to determine the cause of the misreported discordant prothrombin time (pt) result and determined that all the pt results obtained using the innovin pt assay were flagged. Two (2) out of 3 pt results generated using a user defined method, pt. In 570, on the bcs xp system were not flagged. Based on the bcs xp system instruction manual, the operator "can decide on the basis of the remarks whether you wish to reject the result or repeat the measurement. These remarks give information on technical errors, possible problems with the curves (checking method) and deficiency states". The operator performed a user error as they reported results flagged with "result doubtful", "angle: onset of coagulation doubtful", and "min. Delta a: insufficient change in signal". The customer had the option to interpret the kinetic curve manually or to use an alternate method prior to misreporting a flagged pt result. The customer indicated the physician determined that the patient was not affected in a negative manner from the vitamin k administration. The instrument and the reagents are performing according to specifications. This issue is isolated to samples obtained from the affected patient. No further evaluation is required.

Event description:
Multiple flagged prothrombin time (pt) results were obtained on several samples from the same patient on the bcs xp system using the dade innovin reagent and a user defined method (udm). The operator re-ran a patient sample on the sysmex ca-1500 coagulation analyzer and obtained a flagged, non-reportable result. On (B)(6) 2017, the operator incorrectly reported a discordant, falsely elevated pt result of >100 seconds to the physician based on the flagged pt raw result of 117.6 seconds obtained using the pt. In method. The physician questioned the discordant result. Based on the discordant pt result reported to the physician, the physician administered a dose of vitamin k to the patient. A different sample was sent to an alternate facility and a normal pt result of 13.5 seconds was obtained using a non-siemens, stago, instrument. A corrected result of 13.5 seconds was reported to the physician on (B)(6) 2017. Internal quality controls recovered within range at the time of the incident. There are no known reports of adverse health consequences due to the misreported pt result.